Manufacturer narrative:
The technician investigated and found no problems with the siderail latches.

Event description:
The account alleged the pt was in a seated position on this bed. The pt was repositioning himself on the bed by leaning on the right intermediate siderail and then lowered unexpectedly. The pt fell from the bed and landed on floor. He was taken for a CT scan and was released. The account would not release add'l info regarding the event.